Event description:
It was reported that the product heated up during use. Attempts to obtain additional info about the event were made, but not successful.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on the motor and bearings and several other internal components increased friction to be damaged. Corrosion can lead to increased friction between rotating components, which can cause heat to be generated.